Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/23/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the reported lot is invalid, vebdklwo. Please confirm lot number. The following information was requested, but unavailable: patient consequences? If yes, please specify. -please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was provided is invalid; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the surgery, the problem of pulling off suture needle happened when the doctor was using suture to close the surgical incision. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 lot - the correct lot number is not known. Additional information was requested, and the following was obtained: the reported lot is invalid, vebdklwo. Please confirm lot number. Unknown.